Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during automatic configuration of this subcutaneous implantable cardioverter defibrillator (s-ICD) a message indicating out-of-range amplitude was observed. After discussion with boston scientific technical services (ts) it was determined that manual setup was the best option for the patient and the device was programmed with satisfactory measurements and successful defibrillation testing. The physician elected to perform remaining optimizations the following day. That night it was noted the patient experienced bleeding that required their wound to be reclosed. The following day signals were assessed in multiple positions though some tests could not be performed due to the patient's lateral pain. While awaiting additional follow-up, ts reviewed device data noting some changes in r:t ratios had improved since implant and sensing was appropriate despite some instances of noise that were appropriately disregarded by the device. Additional suggestions were provided regarding device optimization for the patient's next follow-up. No additional adverse patient effects were reported. This system remains in service.